Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain') and menorrhagia ('menorrhagia') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included hemorrhagic cyst and ovarian cyst. Previously administered products included for an unreported indication: lupron from 2009 to (B)(6) 2020 and mirena from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included endometriosis since 2009. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) (B)(6) 2012 to (B)(6) 2013, naproxen from (B)(6) 2016 to (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 13 days after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2013 and hysterectomy, salpingectomy (bilateral removal of fallopian tubes), right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal haemorrhage had resolved and the depression, anxiety, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. 5 coils visible on the right. The left also had 5 coils visible, but one of the devices continued to spiral towards the tube leaving only 1 coil visible. Patient received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded. Ultrasound scan - on (B)(6) 2012: it looks as though there are small ovarian cysts.; on (B)(6) 2015: multiple grayscale and spectral color doppler sonographic images of the pelvis. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events pain and abnormal bleeding was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and menorrhagia ('menorrhagia') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included hemorrhagic cyst and ovarian cyst. Previously administered products included for an unreported indication: lupron from 2009 to (B)(6) 2021 and mirena from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included endometriosis since 2009. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2016, medroxyprogesterone acetate (depo provera) (B)(6) 2012 to (B)(6) 2013, naproxen from (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 13 days after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2013 and hysterectomy, salpingectomy (bilateral removal of fallopian tubes), right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal haemorrhage had resolved and the pelvic inflammatory disease, dysmenorrhoea, dyspareunia, depression, anxiety, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. 5 coils visible on the right. The left also had 5 coils visible, but one of the devices continued to spiral towards the tube leaving only 1 coil visible. Patient received treatment for pain and abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded. Ultrasound scan - on (B)(6) 2012: it looks as though there are small ovarian cysts.; on (B)(6) 2015: multiple grayscale and spectral color doppler sonographic images of the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received : event "pelvic inflammatory disease" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included hemorrhagic cyst and ovarian cyst. Previously administered products included for an unreported indication: lupron from 2009 to (B)(6) 2020 and mirena from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included endometriosis since 2009. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera)(B)(6) 2012 to (B)(6) 2013, naproxen from (B)(6) 2016 to (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 13 days after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2013 and hysterectomy, salpingectomy (bilateral removal of fallopian tubes), right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal haemorrhage had resolved and the depression, anxiety, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. 5 coils visible on the right. The left also had 5 coils visible, but one of the devices continued to spiral towards the tube leaving only 1 coil visible. Patient received treatment for pain and abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded. Ultrasound scan - on (B)(6) 2012: it looks as though there are small ovarian cysts.; on (B)(6) 2015: multiple grayscale and spectral color doppler sonographic images of the pelvis.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included hemorrhagic cyst and ovarian cyst. Previously administered products included for an unreported indication: lupron from 2009 to (B)(6) 2019 and mirena from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included endometriosis since 2009. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) (B)(6) 2012 to (B)(6) 2013, naproxen from (B)(6) 2016 to (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 13 days after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2013 and hysterectomy, salpingectomy (bilateral removal of fallopian tubes), right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. 5 coils visible on the right. The left also had 5 coils visible, but one of the devices continued to spiral towards the tube leaving only 1 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2012: it looks as though there are small ovarian cysts.; on (B)(6) 2015: multiple grayscale and spectral color doppler sonographic images of the pelvis.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: plaintiff fact sheet- reporter information, medical history, historical drug, concomitant medication and event experience complications was deleted. Events abnormal bleeding (vaginal), menorrhagia, depression and mental anguish, nausea, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), pain, fatigue, she did not undergo essure confirmation test were added. Device category changed from device other event to incident. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain') and menorrhagia ('menorrhagia') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included hemorrhagic cyst and ovarian cyst. Previously administered products included for an unreported indication: lupron from 2009 to (B)(6)2020 and mirena from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included endometriosis since 2009. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera)(B)(6) 2012 to (B)(6) 2013, naproxen from (B)(6) 2016 to (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 13 days after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2013 and hysterectomy, salpingectomy (bilateral removal of fallopian tubes), right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal haemorrhage had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. 5 coils visible on the right. The left also had 5 coils visible, but one of the devices continued to spiral towards the tube leaving only 1 coil visible. Patient received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded. Ultrasound scan - on (B)(6) 2012: it looks as though there are small ovarian cysts.; on (B)(6) 2015: multiple grayscale and spectral color doppler sonographic images of the pelvis.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.